Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned for evaluation. The investigation is currently ongoing.

Event description:
It was reported that during treatment of an aneurysm of the middle cerebral artery, an embolization coil implant appeared larger than the actual specification during placement in the aneurysm. The coil was removed and a new coil was selected for placement. The angiographic effect was satisfactory, the procedure was successfully concluded.

Manufacturer narrative:
Items returned for evaluation: -pusher. -implant. -dispenser hoop. Items not returned for evaluation: -introducer. -shrink lock. -microcatheter. The visual analysis of the returned items found the implant loops deformed, and the pusher bodycoil offset at the distal end. The implant od was measured was found to be out of specification (spec= 3mm +/- 0.5mm). During the investigation, after the monofilament was cut, the implant's 1st proximal loop regained its shape and was within specification; however, the other implant loops remained out of specification. The investigation of the returned coil system found the pusher bodycoil offset at the distal end, and the implant loops deformed. Furthermore, the implant outer diameter was found to measure over specification due to the loop deformity, which is consistent with the alleged product issue. The stretch resistance monofilament was cut, and the implant regained shape at the first proximal loop, but the rest of the implant loops were still deformed. The implant loop deformity is consistent with increased tension in the monofilament. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher damage, but the damage is consistent with the device experiencing forces over specification.

Event description:
It was reported that during treatment of an aneurysm of the middle cerebral artery, an embolization coil implant appeared larger than the actual specification during placement in the aneurysm. The coil was removed and a new coil was selected for placement. The angiographic effect was satisfactory, the procedure was successfully concluded.